Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) of 566 mg/dl. Reportedly, the cause for the alleged issue was due to the customer not having a continuous glucose monitor session active on the pump. A manual insulin injection was administered to address bg level. Customer declined further troubleshooting on the reported issue with tandem technical support.